Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a routine follow-up, the left ventricular lead exhibited high capture thresholds and phrenic nerve stimulation was noted. After reprogramming, the lead exhibited acceptable thresholds and the phrenic nerve stimulation ceased. The patient was in stable condition and would continue to be monitored.